Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate while loading the cartridge. The customer loaded 300 units and the insulin gauge read 105 units. After 24 hours 7.1 units were delivered, the gauge still read 105 units. The customer reloaded the cartridge and the fill estimate was accurate. The customer's blood glucose level was not impacted.